Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-05016. It was reported that wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal circumflex artery. A 330cm rotawire was selected to be used. After ablation was done with 1.25 rota burr at speed of 180,000rpm to 200,000rpm for approximately 5 minutes in total with a rotational time of approximately 15 seconds. Then the burr was attempted to be removed but failed. So, the burr was removed together with the wire. However, it was noted that the distal tip of the wire was detached and was trapped in the posterolateral line of distal left anterior descending artery segment. A goose neck snare was used to remove the detached portion. The procedure was completed with this device. No further patient complications were reported and patient's condition was good.